Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device "disassembled" did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, will it be returned with the device for analysis? If not, was it disposed of? When the device disassembled and "does not seal and cut the intestinal loop adequately", was the firing not able to be completed? If yes, did the device partially fire? If yes, was the staple line and cut line equal in length? If not, please provide further detail of the event. Was there any patient consequences as a result of the event? If yes, please provide further detail of the consequences.

Event description:
It was reported that during an intestinal resection, the device which is taken by the surgeon to make the cut disassembles, for this reason does not seal and cut the intestinal loop adequately. There were no patient consequences reported.